Manufacturer narrative:
Investigation: the presence of non-biological material presented in the sample is caused by a failure in the cooling of the mold insert, so the insert becomes very hot, making cooling difficult and forcing the ejection generating the internal marks. The batch was analyzed for a history of mold. During the analyses of maintenance records and batch, service orders were identified to correct the mold (B)(4) refrigeration according to numbers 601189724 and 601226024, which produces the component, confirming the defect causes.

Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was visible plastic residue in the plunger of the bd plastipak¿ 1ml insulin syringe. This occurred before use and there was no report of injury or medical interventions.